Manufacturer narrative:
Patient identifier - requested, not yet received ethnicity - requested, not yet received race - requested, not yet received explanted date: device was not explanted the patient was 177.8 cm tall. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported withdrawal difficulty when using the involved angio-seal device. During deployment of the angio-seal, the device was difficult to pull back. After compressing the patients groin while pulling back he was able to deploy the device without further incident. Blood loss was reported to be less than 250cc. The patient was reported to be fine. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.